Event description:
It was reported that during generator change procedure, insulation of patient's right ventricular (rv) lead was peeled. The lead was explanted and replaced on (B)(6) 2025. There were no patient consequences.